Manufacturer narrative:
The reported complaint of overheating could not be confirmed. Unit was tested at speed settings of between 500 and 10,000 rpms in forward and reverse. The oscillate function was tested for 5 minutes of continuous performance. Test blade did not overheat when used correctly with irrigation. Product was tested on a known good dyonics power, dii, and dii eip control units with and without footswitch. At no time did mdu overheat or lock up. All functions perform as expected. No problem found. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the functional testing process. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
(B)(6).

Event description:
It was reported the device was hot during a long operation.